Event description:
Same case as 2134265-2011-03937; 2134265-2012-03014. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. In (B)(6) 2010, the patient presented with recurrent chest pain and abnormal results of myoview stress test (stable angina). Cardiac catheterization was recommended. Lesion 1 was located in the mid right coronary artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent placement using a 4.0 x 12 mm taxus liberte stent with 9% residual stenosis. Lesion 2 was located in the mid left anterior descending (mid lad) artery with 75% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 20 mm taxus liberte stent with 9% residual stenosis. Lesion 3 was located in the proximal left anterior descending artery with 75% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.0 x 20 mm taxus liberte stent which proximally overlapped the taxus liberte stent placed in mid lad. Residual stenosis was 9%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with atypical mid sternal chest pain. Myocardial infarction was ruled out and the patient was referred for cardiac catheterization. The patient was taking aspirin and prasugrel at the time of the event. The lad was treated with placement of a 2.75 x 32 mm ion stent, followed by placement of a 3.0 x 24 mm ion stent just prior to the first stent, with less than 10% residual stenosis. The saphenous vein graft (svg) to the 1st diagonal was also treated with placement of a 3.0 x 12 mm ion stent with less than 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).